Event description:
This pacemaker was explanted and returned to boston scientific for analysis without allegations. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device could not be interrogated and no pacing pulses were noted. The device case was opened and the battery was removed and replaced with an external power source. The device was found to be operating in safety mode. The current drain was measured and found to be normal. The battery was forwarded for detailed testing. This testing confirmed the battery was depleted; however, despite analysis, the root cause of the battery depletion and reversion to safety mode could not be determined. This observation has been reported to our engineering and manufacturing departments and we will continue to monitor field reports for similar device behavior. Based on available evidence, it is likely that this device was exhibiting the behavior described in the high impedance in ingenio el pacemakers and crt-ps 2023 field safety notice communication; however, the high battery impedance could not be confirmed during laboratory analysis due to the depleted state of the returned battery. In this case, root cause cannot be confirmed because the returned battery has insufficient power remaining to maintain device diagnostic data, and the battery voltage is too low to provide evidence of high battery impedance through direct testing of the battery.